Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified low readings on the adc freestyle libre sensor. Customer further reported that on (B)(6) 2019, she experienced symptoms described as "thirst, fatigue, blurred vision and frequent urination" and was seen at a hospital where an unspecified reading was obtained on the hcp meter and was diagnosed with dka. Customer was hospitalized for 10 days and received unspecified treatment. It was additionally reported that the insulin dosage was adjusted. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving unspecified low readings on the adc freestyle libre sensor. Customer further reported that on (B)(6) 2019, she experienced symptoms described as "thirst, fatigue, blurred vision and frequent urination" and was seen at a hospital where an unspecified reading was obtained on the hcp meter and was diagnosed with dka. Customer was hospitalized for 10 days and received unspecified treatment. It was additionally reported that the insulin dosage was adjusted. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and properly seated in mount. Extracted data from the returned sensor using approved software. Sensor was found to be in a sensor state 1 (initial factory state). No malfunction or product deficiency was identified.

Event description:
Customer reported receiving unspecified low readings on the adc freestyle libre sensor. Customer further reported that on (B)(6)2019, she experienced symptoms described as "thirst, fatigue, blurred vision and frequent urination" and was seen at a hospital where an unspecified reading was obtained on the hcp meter and was diagnosed with dka. Customer was hospitalized for 10 days and received unspecified treatment. It was additionally reported that the insulin dosage was adjusted. Based on the information provided, there was no report of death or permanent impairment associated with this event.